Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of heavy wear and use, with a condyle of the implant worn through. The device was submitted for further analysis. Analysis determined the damage to the right-hand posterior condyle shows possible crushing or gouging, with possible pinching through the uhmwpe and possible delamination resulting in separation of portions of the uhmwpe from the bearing. The inferior side shows multiple abrasions, scratches, or gouges, and a portion of the locking mechanism is missing. There is also a large dent or impression which appears to be from contact with the locking bar after separation of the locking mechanism fragment. The anterior side of the post is significantly abraded or worn, to the point that a significant amount of the post material is missing. The missing material in the post is on the anterior right-hand side and directionally angles towards the missing material on the right-hand posterior condyle. The damage to the bearing surface was due to overloading, exacerbated by misalignment and impingement. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to a fractured locking mechanism. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.